Event description:
An industrial sales site reported that the pediatric microcuff was kinked and pt had to be re-intubated. A hospital employee indicated, he thought it may have been stored improperly in the cart. He did not feel this was product issue, but happen to notice a sales representative at the facility and told the sales representative about the issue. The product was on a cart and hospital personnel have never had any type issue with these tubes. The sales representative follow up with a phone call stating the product number, product sample and pt info is also unavailable.

Manufacturer narrative:
Based on the available info, this issue is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. No returned sample was received for this complaint, evaluation was conducted based on retained samples. The retained samples met specification. No kinked tube could be observed during the testing, there was testing conducted on the retained samples, et flattening and 3 point bend testing was performed to determine the tube resistiveness to kinking. The testing results showed the samples met specification. Review of hardness test records for the past one year did not reveal any hardness failure was detected during incoming inspection. The lot number and product number was not provided. Therefore we are unable to determine the specific manufacturing site, thus the potential manufacturing site number is listed below. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.